Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer implanted for non-malignant pain reported their device failed a couple of times and stopped working which was detected through the manufacturer's representative's programmer. The device was removed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.